Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿outcomes of zone 1 thoracic endovascular aortic repair with fenestrated surgeon modified stent-graft for aortic arch pathologies¿.  Li x, zhang l, song c, zhang h, xia s, zhu l, guo w, li h, jing z, lu q. Journal of  endovascular therapy. 2024 feb;31(1):62-68.  Doi: 10.1177/15266028221108903. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ outcomes of zone 1 thoracic endovascular aortic repair with fenestrated surgeon-modified stent-graft for aortic arch pathologies¿.  The time frame of this study was over a four-year period. Valiant captivia stent grafts were fenestrated and implanted in 34 patients.  This study evaluated the feasibility and safety of zone 1 thoracic endovascular aortic repair (tevar) with fenestrated surgeon-modified stent-graft (smsg) for aortic arch pathologies.   Among the patient population the following malfunctions occurred: ia endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Update to h6; coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.